Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on and off for the past two weeks. The customer reported no delivery alarms in past with different infusion sets and sites. She was using a brand new site and the insulin pump continued to alarm no delivery. The customer could not clear the alarm. Her blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.